Event description:
During preparation for use for cardiopulmonary bypass, the centrifugal pump battery indicator led was illuminated unexpectedly even though the device was not connected to the battery. The device was replaced with an alternate. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.